Event description:
A malfunction was reported on a pump and it caused the customer's blood glucose levels to exceed 500 mg/dl, displaying a "high" reading. The customer addressed the high blood glucose level by performing a correction injection via multiple daily injections. No external assistance was needed. Tandem technical support planned to replace the malfunctioning pump after confirmation of the third occurrence in the pump's history.